Event description:
It was reported that the customer had unexplained low blood glucose. Caller stated that the insulin pump malfunctioned it did not delivered any insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test and motor error alarm during the basic occlusion test due to faulty force sensor. Unable to perform the excessive no delivery alarm due to motor error alarm. However, motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.